Event description:
Boston scientific crm received info that one day post-implant, this dextrus right ventricular lead exhibited impedances greater than 2000 ohms and non-capture. In a revision procedure, the lead was explanted and replaced with a new lead. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to inappropriate threshold and impedance characteristics as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The active fixation mechanism was compromised due to coagulated blood residuals at the inner wiring as well as within the lumen. Since no injuries to the lead's outer insulation were detected, the blood was most likely introduced into the lumen of the lead by means of stylets used during the implantation or explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.